Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device displayed a black screen and a red "x" during a code. Additional information has been requested from the customer.

Manufacturer narrative:
H.10. Patient information was requested but not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that the device displayed a black screen and a red "x" during a code. Another defibrillator was used to continue patient care. The device was reported to be in use on a patient, causing a delay in life-threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. No ECG monitoring strips or case event files were provided to philips for review. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty battery pca. The fse replaced the battery pca. The device passed all performance assurance tests and was placed back into use with the customer.